Event description:
It was reported that the procedure was being performed in interventional radiology on a male patient with a left forearm fistula. During the declot procedure, the basket fragmented. As a result, another kit was opened and used to complete the procedure. There was no delay in treatment, no patient death, and no patient complications were reported. The patient was discharged after dialysis. Follow up information received (B)(4)2012 states one of the basket wires became detached. It was noted there was a large piece of clot in that area when this was noticed. They do not know how many passes were made prior to this happening and there were no sharp angles encountered.

Manufacturer narrative:
(B)(4) sample will not be returned.